Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2009) and abortion induced. Previously administered products included for pregnancy prevention: mirena from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included lower abdominal pain, morbid obesity, bladder pain, nausea and uti. Family history included premature baby. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as loratadine (claritin) and melatonin. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On 4-aug-2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("severe back pain"). The patient was treated with estradiol, surgery (bilateral salpingectomy it was found that the right side essure coil shattered), surgery (bilateral salpingectomy salpingectomy it was found that the right side essure coil shattered) and surgery (ablation on (B)(6) 2011). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, back pain, dyspareunia, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, device breakage, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage and urinary tract disorder to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Removed scar tissue in 2014 prior to bilateral salpingectomy in 2016 the essure coil was placed on the right. 7 coils were noted protruding from the ovaries. 4 coils noted on left side. Procedure performed without difficulty and patient tolerated procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. On (B)(6) 2011, she underwent essure confirmation test hysterosalpingogram which showed total bilateral occlusion current weight 215.00 lbs approximate weight at the time of essure placement: 199.00 lbs on unknown date hsg performed, which showed the fallopian tube are occluded cue to the indwelling essure devices which are well placed in each fallopian tube. Concerning the injuries reported in this case, the following one were reported via medical records confirming events genital haemorrhage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2007, (B)(6) 2009) and abortion induced. Previously administered products included for pregnancy prevention: mirena from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included lower abdominal pain and obesity. Family history included premature baby. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2010 to (B)(6) 2011 for contraception as well as loratadine (claritin) and melatonin. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("severe back pain"). The patient was treated with estradiol, surgery (bilateral salpingectomy it was found that the right side essure coil shattered), surgery (bilateral salpingectomy salpingectomy it was found that the right side essure coil shattered) and surgery (ablation on (B)(6) 2011). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, genital haemorrhage, back pain, dyspareunia, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered back pain, bladder disorder, device breakage, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage and urinary tract disorder to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Removed scar tissue in 2014 prior to bilateral salpingectomy in 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.6 kg/sqm. On (B)(6) 2011, she underwent essure confirmation test hysterosalpingogram which showed total bilateral occlusion current weight (B)(6) lbs approximate weight at the time of essure placement: (B)(6) lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received. Concurrent condition,concomitant medication,medical history added. Events were added per pfs: abnormal bleeding (general), bladder or urinary problems or changes, device breakage, dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue. Reporter the event pelvic pain outcome added as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and fatigue ("fatigue"). The patient was treated with surgery (underwent a bilateral salpingectomy, both of her fallopian tubes were removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, back pain, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.